Event description:
Baxter received a report from a baxter technician stating the bed exit alarm was not working. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
No further information is available on the repair at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.